Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device exhibited high pacing impedance measurements of greater than 3000 ohms on the right atrial channel and suspected lead fracture. It was noted that this device recorded a signal artifact monitoring (sam) episode. Reprogramming was performed and the patient is scheduled for a follow-up. This device remains in service. No adverse patient effects were reported.